Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low, out-of-range (oor), pacing lead impedance measurement less than 200 ohms. Boston scientific technical services (ts) reviewed the arrhythmia logbook and discussed there were non-sustained events stored due to non-physiologic signals on the rv rate sense channel; however there was no pacing inhibition. Additional information was received indicating that a lead insulation damaged attributed by clavicular crush was noted and x-ray confirmed that there was a lead conductor fracture. Subsequently, a revision procedure was performed wherein both device and rv lead were explanted and will not be returned as these products were kept by the hospital. No additional adverse patient effects were reported. The system was out of service.